Manufacturer narrative:
(B)(6). Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a meniscal repair it was reported that when the surgeon inserted the implant onto the meniscus. After engaging the grey handle to deploy t1, the t2 implant also dislodged from the shaft. The surgeon used a grasper to remove t1 and t2 together with the suture from the joint and used a new device to complete the procedure. A one to two minute delay was needed to remove the implant and suture. There was no patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent on two planes. The actuator is stuck at the distal end of the needle. No ts or suture remain on the needle. The t/suture construct was returned for examination. The construct has been cinched. The distal end of t1 has broken off where the suture intersects, broken portion was not returned. The device was functionally tested for proper actuator advancement and cycling and would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix (B)(4) devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).